Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. Therefore, the complaint could not be confirmed, and the root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
A medwatch# mw5157958 was received from the FDA reporting that this line was replaced with a bio flo duramax line from kimal due to poor function that line was replaced after four (4) days.